Manufacturer narrative:
Visual inspection of the device showed that the shuttle cartridge was engaged to the handle and the procedural sheath was pulled back against the shuttle. The sealant was unrolled, separated from the device and soaked in blood. The advancer tube had passed the second tamp lock abutting the balloon. The balloon had a severely inverted tip, and core wire bowing. The device was inflated with fluid to determine if there was any presence of leak in the balloon or any part of the catheter; no leak was observed. The review of the lhr (lot f1034305) indicated that the mynx device met all established performance criteria prior to shipment.

Manufacturer narrative:
Original medwatch report filed to FDA on (B)(6) 2011, was submitted. (Outcomes attributed to adverse event): required intervention to prevent permanent impairment/damage (devices). This supplement is to correct outcomes attributed to adverse event: there are no outcomes marked as original medwatch is not an adverse event.

Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic right and left heart catheterization procedure on (B)(6) 2011. A 6f procedural sheath was used to gain access into the left common femoral artery (cfa) and a venous sheath was used for the right catheterization procedure. A pre-procedural femoral angiogram showed no evidence of calcium or peripheral vascular disease (pvd). No information was provided regarding the steps taken in the deployment of the mynx. Post procedure, the physician, who is in training to the mynx procedure, chose the device to close the arterial site. It was reported that the physician was in the process of retracting the sheath after deployment of the sealant when the device pulled through the arteriotomy. The device was removed as a whole and the patient was converted to 10 minutes of manual compression which successfully achieved hemostasis. It was also reported that the venous sheath was removed later in the holding department. It was reported that the patient developed a 2 cm x 2 cm hematoma 20 minutes later, which the physician reportedly believed to be due to the removal of the venous sheath. Manual compression was applied to the access site and the hematoma was resolved. It was reported that the patient was ambulated and discharged to home the same day without any vascular complication at the access site. No further information was provided.